Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care user reported that when he changed the infusion set, the small plastic cannula separated from the set and the user believed a fragment remained in his skin. No further adverse effects were reported.